Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-02202. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. During the procedure a lead fracture was discovered, and the lead was explanted and replaced to address the issue. Effective stimulation was restored.